Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿intermittent power¿. The unit was triaged and the reported issue could not be confirmed at this time however ¿no audible alarm¿ was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/21/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the screen was blank and the unit did not have audio.